Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a pt death occurred. The 90% stenosed tandem lesions were located in the proximal and mid left anterior descending artery (lad). The proximal-lad lesion was 5mm in length and the mid-lad lesion was 20mm in length. Both lesions were de novo and contained greater than "180 degrees of severe calcification." It was also noted that the mid-lad was tortuous. The rotablator rotalink plus platform speed was set at 180,000 rpm's and the 1.5mm burr was advanced without resistance for 10 successful runs in the proximal lad with each run maintaining less than a 5,000 rpm drop in speed. The physician advanced the 1.5mm burr to the mid-lad lesion and ablated the lesion 3 times with each run maintaining less than a 5,000 rpm drop in speed. On the 4th run, the burr stalled in the lesion at a location in the vessel that was severely tortuous and contained a 40 degree angle. The physician was able to successfully remove the burr from the lesion utilizing the dynaglide mode. The physician performed angiography which revealed that the mid-lad lesion had become totally occluded and a vessel dissection had occurred proximal to the mid-lad lesion in an area of the vessel that was severly tortuous. In an attempt to resume blood flow, another manufacturer's 3.0mm x 20mm balloon catheter was advanced to the lesion and inflated one time to 6 atms. The physician then advanced another manufacturer's 3.5mm x 20mm perfusion balloon catheter to the site of the vessel perforation and inflated the balloon one time to 6 atms for approx 5 mins, however, this was unsuccessful in achieving hemostasis. The pt was taken to the operating room for surgical intervention, however, at an unspecified time the pt expired due to "myocardial rupture of coronary."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.